Manufacturer narrative:
The insulin pump was received with no button response due to an unlocked keypad connector. The unit was unable to perform the displacement test, operating currents, self test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to no button response. Testing was unable to verify the unexpected restart error alarm and off no power alarm due to no button response. No blank display noted. The following physical damage was noted: minor scratched display window, cracked casing at a display window corner, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump shut off on the customer during a bolus attempt. The customer can also received an off no power alarm and an unexpected restart error alarm. The patient's blood glucose at the time of incident was 64 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The customer did not have any new batteries to continue this line of troubleshooting with. Additionally, the customer also mentioned that his escape button and up arrow sometimes get stuck. The patient did not recall any significant events leading to the keypad issues. The insulin pump was returned and replaced.